Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a low of 57 mg/dl blood glucose after announcing a usual meal. The patient confirmed they consumed fewer carbohydrates than their usual amount. The event was resolved by consuming fast acting carbs. There was no outside intervention required.